Event description:
Subsequent to the supplemental medwatch report, additional information was received that on (B)(6) 2012, the patient was diagnosed as having encephalopathy, as evidenced by waxing and waning neurological status during the period of time between (B)(6) 2012, when the symptoms resolved. During the patients re-hospitalization on 03/17/2012, the patient experienced a second stroke. No treatment was provided and the patients symptoms had improved prior to withdrawal of care due to a decline in condition. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received that the neurological symptoms experienced on (B)(6) 2012 have been diagnosed as a stroke. On (B)(6) 2012, the patient was readmitted to the hospital with urosepsis and multiple co-morbidities, including severe chronic obstructive pulmonary disease, cardiac disease, weakness and chronic renal insufficiency. The urosepsis was treated with antibiotics. The patient's condition deteriorated and patient was made do not resuscitate status. Antibiotics were discontinued on (B)(6) 2012 and comfort measures were initiated. The patient died on (B)(6) 2012. Death certificate lists cause of death as e-coli sepsis and chronic renal insufficiency/renal failure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of cerebrovascular accident (stroke) and death are known adverse events as listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a stenting procedure. Post procedure, the patient experienced neurological symptoms of lethargy, weakness and aphasia. Two computed tomography scans were negative and a stroke has not been diagnosed. Magnetic resonance imaging revealed diffusion image abnormalities. Physical therapy was provided and the patient condition is improving. The patient was discharged to a skilled nursing facility on (B)(6) 2012 and patient's symptoms had resolved so that she was back to baseline. No additional information has been provided.

Manufacturer narrative:
(B)(4). The reported patient effects of neurological deficit/dysfunction and weakness are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.